Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was too dark. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the display was too dark at the highest brightness setting. The rse advised the customer that the user interface (ui) assembly or six internal display parts could be replaced to resolve the issue. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted.